Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) continuous glucose monitor read as ¿low¿, specific bg values were not provided; cause was unknown. Reportedly, the customer was able to resume insulin. Review of the pump data confirms that the pump was functioning as intended.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed on complaint event date of (B)(6) 2020. A review of the logs indicates that no bg reading below 54 mg/dl was recorded by the continuous glucose monitor (cgm) during this time frame. The user did not enter in any bg below 54 mg/dl during this time frame. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.